Manufacturer narrative:
The act, esc, up arrow and b buttons did not respond due to flattened button dome switches. No unlock on lcd keypad connector was noted. We were unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, and displacement test due to button keypad anomaly. The insulin pump had no damage/moisture damage on electronics noted. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call button error alarm. Customer's blood glucose level was unknown. Troubleshooting for the button error alarm was performed. Customer advised all of the buttons were not sensitive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.